Manufacturer narrative:
Unique identifier:(B)(4). No report of patient involvement. : the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a malfunction resulting in the loss of mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received stating that the unit did not boot preventing the use of the unit. This was not a reportable malfunction. H3 other text : additional information was received stating that the unit did not boot preventing the use of the unit. This was not a reportable malfunction.